Manufacturer narrative:
The received forceps sample was found in the inner blister including cover foil. It was protected with bubble wrap. The sample shows surgery residuals. The received instrument was investigated. The forceps arms were slightly deformed and showed insufficient opening. The specified minimum is 0.5mm. The investigated forceps showed only 0.133mm. The right forceps arm is slightly bent toward the centerline. The distance from the left forceps arm to the center line was measured (0.233mm). If the right forceps arm would have the same distance to the center line, the forceps would have approximately the minimum opening of 0.5mm. This model supports the thesis that an external force deformed the forceps and bent the right lever arm. Where the forceps has been deformed cannot be determined anymore. The device history record for the affected lot was reviewed by the manufacturer. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The complaint history was reviewed two years back which showed 19 comparable complaints with bent grasping arms. A 100% inspection and a qc inspection in the production process ensure that a bent instrument will be detected in production. Therefore, it can be concluded that the instrument has been bent by an external force during use. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic forceps would not open its jaws as the tips were stuck shut during vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no impact to the patient. Additional information has been requested.